Event description:
Event description cpi received information that this bipolar lead was capped. An invasive procedure was performed due to clavicular crush. The physician elected to replace the lead with a new lead of the same model.